Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual. It was reported the patient wondered if they should turn up the ins, they thought the disease was progressing since the last battery change. The patient was difficult to understand. The patient also noted they thought they needed more medication. During the call, the patient reported they had an episode where they were panicky because they thought someone was fooling around with their medication. The patient woke up in the morning and the container was opened. The patient wasn't aware of how it became open and they were very prideful about mind clarity. The patient called 911 and then went to the hospital. They don't know what happened in their environment but they woke up in the middle of a dream, which made them think they were an agent of god to fight devils but it was actually nurses changing their diapers. The patient was in a behavior hospital because they fought with them and after they were discharged. The doctor tested their batteries so they wouldn't discharge too fast. The patient programmer showed on/ok 3.9 on the left side and on/ok 4.5 on the right side. The patient was to follow up with their healthcare provider (hcp). No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp reporting that the disease progression was not stim or device related. No further patient complications have been reported as a result of this event.